Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 29mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon leak from a pinhole occurred. The target lesion was located at the dorsal pedis artery. An 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. During procedure, the balloon was pulled from the housing, metal stylet was removed, and a negative pressure was applied with a boston scientific indeflator for approximately two times, but the end was not flushed. The balloon was then advanced over the non-boston scientific wire and inflated under fluoroscopy at approximately 4 atmospheres, however, it was noted that there was a contrast extravasation from a small hole in the balloon. Therefore, the balloon was removed, and a new balloon of the same size and brand was inserted and inflated at 6 atmospheres and angioplasty was performed with a good outcome and with no issue. There were no patient complications as a result of this event.

Event description:
It was reported that balloon leak from a pinhole occurred. The target lesion was located at the dorsal pedis artery. An 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. During procedure, the balloon was pulled from the housing, metal stylet was removed, and a negative pressure was applied with a boston scientific indeflator for approximately two times, but the end was not flushed. The balloon was then advanced over the non-boston scientific wire and inflated under fluoroscopy at approximately 4 atmospheres, however, it was noted that there was a contrast extravasation from a small hole in the balloon. Therefore, the balloon was removed, and a new balloon of the same size and brand was inserted and inflated at 6 atmospheres and angioplasty was performed with a good outcome and with no issue. No patient complications were reported.